Event description:
Litigation papers allege subsequent to his surgery, patient has experienced and continues to experience increasing weakness in his left leg and increasing pain in and around his left hip implant which over time has become progressively worse. It is also alleged on or around (B)(6) 2010, patient was advised by his physician that x-rays indicated his left hip implant was a clinical failure. It is alleged patient is scheduled to be revised on (B)(6) 2012. It is further alleged patient is also at a substantially increased risk of the failure of his right asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).